Event description:
Event description guidant received information that the patient with this single-chamber pacemaker, which is part of an advisory regarding the c2 capacitor component, experienced rates as low as 35bpm and atrial fibrillation. During hospitalization, high pacing thresholds, poor r-wave measurements, and loss of capture were noted. The patient also experienced syncope in march, however this may have been due to other medical conditions.